Event description:
It was reported that the customer received a no delivery alarm when priming the tubing. The infusion set was loose on the reservoir. Insulin leaked where the reservoir and connector are located but insulin went through the tubing. The customer's blood glucose level was 273 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.